Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited loss of capture. The atrial lead was found to have perforated the myocardial. The lead was programmed off. There were no adverse events due to the perforation. The patient was in stable condition and would continue to be monitored.